Event description:
In 2006, a physician successfully performed pre-stent dilatation with another brand of balloon; an emboshield filter was deployed with difficulty; the xact stent would not cross the lesion and was replaced with another brand of stent which was placed with difficulty; no post dilatation was performed as the vessel was adequately dilated; the emboshield was successfully retrieved. The site was the right internal carotid artery which was reported to be 99% stenosed and calcified. It was reported that post the procedure, the pt experienced hypotension requiring dopamine. The date of onset was 2006 and date of resolution was 3 days later. The pt was discharged to home on 3 days later.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.